Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000j implantable port allegedly experienced fracture, difficult to insert and deformation due to compressive stress. This information was received from one source. One patient was involved with no reported patient injury. Age, gender and weight of the patient was not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The device was returned for evaluation. The investigation is confirmed for damaged introducer sheath and also the distal dilator tip to be both cracked and frayed. A definitive root cause could not be determined based upon available information. The device is labeled for singe use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, 6f product that are cleared in the us. The pro code for the powerport slim implantable port, chronoflex single-lumen, 6f product is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for the reported malfunction, therefore, a lot history review is currently being performed. The device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for singe use. The catalog number has not been cleared in the us, but is similar to the power port slim implantable port, chronoflex single-lumen, 6f product that are cleared in the u.s..

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000j implantable port allegedly experienced fracture, and difficult to insert. This information was received from one source. One patient was involved with no reported patient injury. Age, gender, and weight of the patient was not provided.